Event description:
The pt was complaining of anterior pain. The surgeon determined the patella not fixed well from initial implantation and was loose. The surgeon elected to revise the patella component and intra-operatively he cleaned the area and exchanged the poly. MFR ref #: 3005180920-2014-00210.